Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device failed to discharge using internal paddles. Complainant indicated that the clinician obtained external paddles to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device passed bench handling, impedance, and defibrillation cycle testing with no issues using the accessories returned with the device, including the multifunction cable (mfc) and internal handles. The device was recertified and returned to the customer. Review of the device activity logs confirms check pads and poor pad contact messages throughout. These messages do not necessarily indicate a device malfunction and can be an expected prompts if the device detects an invalid impedance whether it be paddles are not in good contact with or mfc is not properly connected. It is important to note that internal handles by design will only charge up to 50j. To discharge at 200j, external paddles or pads would be required. No trend is associated with reports of this type.